Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap chole - "surgeon placed gall bladder in the bag, and as he was pulling out normally as he would do from the insertion site, he pulled the string and the string just came out of the bag. It was described the surgeon pulled on the string with minimal force and it just came out. After this happened, it was noticed that the guide bead was missing. They took 4 x-rays and could not identify the bead. The string was not noticed to be torn or separated. Rep also mentioned the bag looked like it was broken on top." Type of intervention - "na." Patient status - "no patient injury."

Manufacturer narrative:
The event unit was returned for evaluation. The tissue bag and the cord loop were returned separated from the rest of the device. Upon visual inspection, engineering confirmed that the cord loop was severed. The tissue bag was found to be cut with approximately one-third of the bag missing. Two sterile units were returned and met specifications. It is possible that interaction between the cord and the inner edge of the tube could have contributed to the cord fraying and ultimately breaking. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. The exact root cause of the bead malfunction remains unknown as the proximal third of the bag and the bead were not returned for evaluation. Based on additional information received and the returned portion of the tissue bag it is clear that the bag was cut with a sharp instrument. While the cord loop was found to be severed, it would not result in the bead separating from the bag as the string moves freely from the bead. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Add information received via email from applied medical team member on march 6, 2017: the bag remained in a cinched state after the string was removed. The bag was pulled out of the abdomen prior to noticing the bead was missing. Procedure was completed laparoscopically. The bag was cut with scissors to remove the device without having to excise the patient's trocar. The remaining piece of the bag was discarded. The bead was not found.